Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer went to refill his pump and when he goes to the fill cannula, he gets a motor error. Customer stated that the alarm occurred during prime. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a slightly loose drive support disk. No motor position encoder error alarm could be verified due to alarms in the history for a corrupted history file. The motor was tested outside of the device and passed. The insulin pump had normal operating currents. No failed battery test alarms were noted. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.